Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Event description:
The following information was provided by the patient?s nurse on (B)(6) 2011: the nurse indicated that the patient's medical conditions were unrelated to the hc cycler. The nurse further indicated that she was not aware of any fluid overload conditions and that there was no device malfunction that she was aware of. The nurse indicated that the hc cycler has been returned to baxter as the patient is now on hemodialysis but was not certain of the date of the device return. No further information is available.

Event description:
During follow-up for report of hospitalization, the following information was obtained: the home patient (hp) was hospitalized for difficulty swallowing, eating, and talking. The hp was diagnosed with pneumonia and a heart valve problem. The hp's wife said the hp had fluid overload related to the machine malfunctioning. The hp's nurse indicated the side effects were resolved, but that she was not aware of fluid overload, pneumonia, or the heart valve problem. The pd nurse said that she had not been in contact with the hp in the past month because the hp had switched to hemodialysis.